Event description:
It was reported that when the patient underwent a lead revision, the doctor noticed a small breakage after one contact point. The other lead was replaced as a preventative measure. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the stimulation disappeared at the right site from time to time (with or without movement). The patient outcome was stated as "doing fine now." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead.

Manufacturer narrative:
Product ID 3888, serial # unknown, explanted: (B)(6) 2012, product type lead.